Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed a visual inspection of the sensor tail, and no issues were observed. Removed sensor plug assembly and performed a visual inspection, no issue were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 10 days of wear. Customer experience symptoms described as ¿dizzy, blurry vision and headache¿ and customer self-treated with ¿tea¿ then had contact with a healthcare professional who provided customer with ¿oral solution¿ as treatment. No diabetic diagnosis and no further information was provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 10 days of wear. Customer experience symptoms described as ¿dizzy, blurry vision and headache¿ and customer self-treated with ¿tea¿ then had contact with a healthcare professional who provided customer with ¿oral solution¿ as treatment. No diabetic diagnosis and no further information was provided. There was no report of death, serious injury, or mistreatment associated with this event.